Event description:
It was reported that high impedance was observed on patient's vns system. Further information was received indicating that the patient underwent lead replacement surgery. The patient's vns system was tested upon connection of the new lead to the existing generator and system diagnostics returned impedance results within normal limits. No patient adverse events were reported. No additional relevant information has been received to date.